Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot and no deviations were found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter (B)(4) of a blood administration set with a loose cap. When connecting the set to the blood warming coils, it became jammed in the connector and then the screw cap came loose and rolled around. The sample is not available for evaluation. No patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.